Event description:
Caller reported there is a black line on the middle of the display. Caller stated you cannot read the display information correctly. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.